Manufacturer narrative:
The eval was inconclusive as to why the locking cap loosened.

Event description:
Sales rep called and reported that locking caps had come loose over time after an earlier surgery. Multiple attempts to get more detailed info were unsuccessful.